Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm end cap was loose. The following information was provided by the initial reporter: on (B)(6) 2021, when the patient received the closed intravenous infusion, the heparin cap of the indwelling needle fell off during the use, and the regulating valve was immediately closed, explained to the patient, and the heparin cap was replaced.